Manufacturer narrative:
(B)(4): a visual and microscopic examination of the device confirmed one of the blades was bent and lifted from the proximal end of the blade for 8mm. Examination revealed the pad to be partially detached from the balloon. The proximal end of the pad was attached to the balloon surface. Also, the balloon material contained marks beside the lifted blade. The device was inflated to its rated burst pressure (rbp) without issue. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during an unspecified procedure a blade was bent. The lesion was located in the distal fistula. The physician attempted to use the 2.0cm x 6.0mm peripheral cutting balloon however, the balloon did not perform as expected. The physician removed the device and noted a bent blade. The procedure was completed with another of the same device. There were no patient complications. Patient status is reported as fine. Additional information has been requested and is not available. However, analysis of the 2.0cm x 6.0mm peripheral cutting balloon revealed that a blade was lifted.